Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 315-357 mg/dl. Customer declined troubleshooting with tandem technical support. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. The customer reverted to manual injections for insulin therapy.